Event description:
It was reported that a spectrum pump failed the flow rate accuracy test during preventative maintenance testing. It was also reported there was no patient involvement.

Manufacturer narrative:
(B)(4). Baxter received and evaluated the device. The device was found out of specification in relation to the reported failed flow rate accuracy test, which was reproduced during evaluation. The pump was under infusing at all test rates between -7.5% to -14.6515%. Evaluation found the rear case standoff lodged between the motor and camshaft which hindered camshaft rotation and caused the flow rate error. The rear case, camshaft, fingers, and valves were replaced.